Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03264. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016, where the lead was repositioned. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03264. It was reported the patient experienced a change in stimulation coverage. He is now receiving unwanted stimulation in his groin and not in his left foot as needed. Reprogramming was able to recapture stimulation coverage in the left ankle and foot. Surgical intervention may be pending to address the issue.